Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter contacted the nurse to notify of this incident of increased intra-peritoneal volume (iipv) that was found during the device log review. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event. The device functioned normally during pal testing. The cause of the iipv found in the logs was determined to be insufficient drain due to use error; the clinician inappropriately set the minimum drain volume percentage setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 16. The patient's ultrafiltration (uf) reading was 46 ml, indicating the home patient (hp) drained 46 ml more than the largest prescribed fill volume of 140 ml. This meant the total drain volume was 186 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.